Manufacturer narrative:
Additional information: b5: upon receiving the pump, the distributor performed a history review and system check. Intermittently, pump indicated a data log corruption, and pump depleted quickly after receiving low battery alerts/alarms, pump shut off. H6: added 3196 h10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 100 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.